Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. The revision was due to the patient falling and was not device related.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: brand name - unknown; device info - unknown; manufacture date ¿ unknown. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Product location unknown.

Event description:
It was reported that the patient underwent a right partial knee arthroplasty on (B)(6) 2016. Subsequently, a revision procedure was performed on (B)(6) 2016 due to unknown reasons.